Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 183, 198, 193, 219, 316 mg/dl. Tests were done within 11-20 minutes with a difference of 26%. Patient did not experience any adverse events.